Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a ptc and the (B)(4). Lot number 626804 (manufacturing date: 2010/02 and expiration date: 2008/03). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae cases reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: the patient could not be contacted to get further information or to obtain contact physician data. Company causality comment: an adult female consumer had essure (fallopian tube occlusion insert) inserted and underwent a hysterectomy and adnexectomy eight years later. Pericardial effusion was also mentioned. Hysterectomy and adnexectomy are anticipated events in the reference safety information for essure. Pericardial effusion is unanticipated. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact indication for the hysterectomy and adnexectomy was not specified. However, company considers a causal relationship between these events and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident (in line with health authority's assessment). Limited information regarding the pericardial effusion was provided. The exact temporal relationship between the event and essure insertion was not mentioned. Considering the pathophysiology of pericardial effusion and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 with lot number 626804. On an unspecified date the consumer experienced pericardial effusion, chronic sinusitis, articular pain, articular effusion, bilateral sacro-ileitis (interpreted as sacroiliitis) , superficial vein thrombosis, compression of the pudendal nerve, irritable bowel syndrome, hiatus hernia, chronic gastritis, menopause, peripheral pain and loss of memory. On (B)(6) 2016 hysterectomy and annexectomy were performed. Company causality comment: an adult (>=18y & <65y) female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that hysterectomy and annexectomy were performed. Hysterectomy and annexectomy are regarded as anticipated events according to the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, it was not clear which events led to the hysterectomy and annexectomy. However, company considers a causal relationship between the reported events and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident (in line with health authority's assessment). Additionally, serious event (pericardial effusion, unlisted and unrelated) and non-serious events were reported. Further information and product technical analysis are being sought.